Event description:
Additional information received reported the date of onset/diagnosis of the patient¿s infection was (B)(6) 2012. The patient¿s last refill was (B)(6) 2012. The patient experienced redness, drainage, and incisional wound opening. The primary location of the infection was the patient¿s device pocket. No cultures were obtained but the patient was referred to a different physician for ¿infection/disease evaluations, directions, and treatments.¿ the patient was treated with intravenous and oral antibiotics and her entire device system was explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported the patient experienced an infection, inflammatory mass, csf leak and explant of pump and eventually catheter. The patient had the pump removed less than a month after implant, as an abscess developed over the pump. At that time, the healthcare provider (hcp) left the catheter in because they were going to try another pump when the infection cleared. The reporter stated that the wound still had not closed when they removed the pump and the patient subsequently experienced several infections. In addition, the patient experienced a csf leak that caused spinal headache which lasted 3-4 months after the pump was explanted. Following pump explant, the patient experienced back swelling that would come and go. The patient indicated that an attempt at discussion with the hcp regarding the csf leak and swelling went unacknowledged as the hcp "wasn't responding". The patient stated that they one day woke up and "it was so big that she could not move her right leg". Then subsequently, an inflammatory mass was discovered. The discovery was 2 months prior to the report date, in the epidural area where the catheter was. The patient's back was swollen "4in away from her body" and she went to emergency room (ER). The following day, the patient had emergency surgery and the catheter, the mass, as well as two vertebrae were removed, and patient had rods and screws put in. It was unclear if the rods and screw implant were due to the mass. At the time of the inflammatory mass removal, the catheter had no medication going in it, as the pump had been removed due to the abscess infection. The patient stated that after the catheter explant, "her entire left side of her head is numb and right leg is still compromised". The medication in the pump was dilaudid (hydromorphone). Additional information has been requested, but was not available as of the date of this report.